Manufacturer narrative:
(B)(6). Results: twenty samples were returned for evaluation. Functional testing of the returned sample from this lot confirmed the reported defect. All returned samples contained one or more gel globules. A review of the device history record revealed irregularities during the manufacture of the reported lot #4357373. Conclusion: based on the returned samples, bd was able to duplicate or confirm the customer¿s indicated failure mode. The formation of gel globules is understood to be affected by transport/storage conditions and by processing conditions.

Event description:
It was reported that a bd vacutainer pst ii 13x75 3.0 plbl l/gn tubes contained gel globules floating in the plasma causing a discrepancy in result. This occurred after centrifugation. There was no report of serious injury or medical intervention.